Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned to the manufacturer at the time of this report. Verification of the alleged failure mode reported was conducted in the current manufacturing process. Samples were taken from the current production. The cuff from the samples were inflated and left for four hours. After this time samples were checked all samples were still fully inflated. Alleged defect reported was not observed in the current manufacturing process. A device history record review could not be conducted since the lot number provided is not a valid number. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed. It is necessary to receive the physical sample to perform a proper investigation to confirm the alleged defect and determine a root cause. Corrective actions cannot be established at this time. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint received via med watch ((B)(4)) alleges "the endotracheal tube (ett) was inserted into a patient, the provider heard a "hissing sound" and found a small hole in the teleflex sheridan murphy eye 3.5 cuffed endotracheal tube. The hole was found close to the point where the inflation tube for the balloon inserts into the sode of the ett. There was a second patient with a similar issue. Staff reported that additional tubes were examined and discarded with a similar hole in the same location. The tubes were different lot numbers." There was no report of patient harm or necessary medical intervention. (Separate reports filed to capture additional events reported: second patient: 3003898360-2017-01227; additional tubes: 3003898360-2017-01233).